Manufacturer narrative:
(B)(4). Conclusion: while in service, the service technician found several ¿inop¿ conditions on the event trace. As a pre-caution, the service technician replaced the main board.

Event description:
Customer sent in their palmtop ventilator for repair of several lemo connectors. While in service, a review of the event trace revealed several "inop" conditions. The customer has reported no patient involvement with these conditions.